Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a diabetic ketoacidosis. Customer's blood glucose level was 453 mg/dl. She tested positive for ketones. The customer was put on IV drip. She was wearing the insulin pump at the time of the emergency room visit. After removing the insulin pump for 24 to 36 hours, her doctor decided to put her back on it. However, her blood glucose level increased again. The doctor determined the insulin pump was not working properly and then instructed her to resort to manual injections. The customer had previously called to troubleshoot her insulin pump for unexplained high blood glucose levels. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.